Manufacturer narrative:
Device evaluation follow-up #1 submitted (B)(4) 2013: the device was returned to animas and evaluated by product analysis on (B)(4) 2013 with the following results: testing could not duplicate the blank display. Display is fully functional and is fully illuminated with no visible signs of fading or discoloration. Audio bolus" button cover missing. Moisture contamination found on "audio bolus" button contact. Vibration motor not responding due to internal moisture damage. "Up", "down" and "ok" keys not responding due to internal moisture damage. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
The reporter contacted animas on (B)(6) 2013 and stated the display screen was blank after moisture exposure. The reporter denied damage to the pump. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.